Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. The patient was brought to the clinic where the device was reprogrammed to original settings. The patient was in stable condition.